Event description:
Customer cited low reading (30 mg/dl) when compared to a laboratory comparison (200 mg/dl). When the alleged results were plotted onto a clark error grid, they fell into the "c" zone which is considered clinically significant. There was no report of death or serious injury. Medical intervention was not required.